Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an abnormal burn smell while the device was plugged into ac power. It was reported, that during priming, prior to pt use, the nurse noted an abnormal burning smell while the device was plugged into ac power. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. The device was removed from clinical service and was sent to the local service center for analysis. Though requested, no additional info was provided.